Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing (atp) due to intermittent loss of capture. Programming changes were recommended but not yet implemented. No patient consequences were reported.